Event description:
During a cataract extraction procedure, the foot pedal for this ophthalmic microsurgical unit was sticking. The foot pedal was exchanged for another and the proceudure, was successfully completed.